Event description:
Cpoe system by this vendor is poorly usable and promotes errors. Intended recipient of orders, especially ancillary service(s), is confused by the excess superfluous description contained in the order description resulting in wrong tests or wrong timing of tests. An arterial blood gas was ordered to be performed prior to application of the respiratory support called bipap, but the order was confusing resulting in the bipap being applied prior to drawing the blood gas sample. The result was clinically meaningless as it did not accurately depict baseline clinical condition. Diagnoses and clinical strategies are disrupted, to the determinant of pt safety, diagnoses, and outcome, because of the failure of the cpoe to clearly described what tests are to be done and when. This problem is widespread and compromises care and safety across most clinical settings.